Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that during preparation of the device, it was noticed that there was no stent on the balloon. The device was not used on the pt. No add'l event or pt info is available.

Manufacturer narrative:
Results - product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without any blood or contrast visible. The stent implant was not returned. The balloon was tightly folded. There were crimp marks on the balloon where the stent implant had been between the markers. There was a kink in the proximal hypotube shaft at the distal edge of the strain relief tubing. There was a bend in the proximal hypotube shaft 8 cm distal to the strain relief tubing. There was no other damage noted to the sds. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that during preparation of the device, it was noticed that there was no stent on the balloon. Analysis of the sds noted no blood or contrast visible. Crimp marks were visible on the tightly folded balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Potential causes for this type of event as observed in past incidents may include improper or inadequate crimping at the time of manufacture, positive pressure during prep, or forced sheath removal. Unfortunately, none of the info gathered suggests any of these causes is the most likely cause, thus a definitive root cause for the stent implant dislodgement in this case cannot be determined. The stent implant and protective sheath were not returned for analysis, which may have assisted in the investigation. However, there is no indication of a manufacturing quality issue. In addition, a kink and a bend were noted in the hypotube, which were not reported in the incident and may have occurred during the packing of the device for shipment back to abbott vascular for evaluation. This damage does not appear to be related to or to have contributed to the reported stent dislodgement. All online testing for the lot in question met stent movement criteria, which would indicate the unit had an adequate crimp. The lot history records were reviewed and there were no non-conforming material reports issued for this lot. The release testing data was also reviewed. Samples from this lot all passed testing for stent placement, crimped stent outer diameter, and stent movement, indicating the units had an adequate crimp. This MDR is considered closed by the product performance group.